Manufacturer narrative:
(B)(6). The device was manufactured june 20, 2016 ¿ june 21, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The reporter stated that the device was connected to the patient. The next day at the end of the expected therapy time, there was found to be solution remaining in the device. The device was left connected to the patient for an additional 24 hours, after which the solution had finished infusion. The device had been filled with an unspecified amount of 50mg/ml fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.